Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety"), amnesia ("memory loss/fog"), mood swings ("mood swings"), tooth loss ("tooth falling out of my head left and right") and alopecia ("loosing hair"). The patient was treated with surgery (surgery to remove essure coils, hysterectomy leaving only ovaries). Essure was removed. At the time of the report, the medical device removal, anxiety, amnesia, mood swings, tooth loss and alopecia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, medical device removal, mood swings and tooth loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear test - on an unknown date: . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added anxiety, amnesia, mood swings, tooth loss, alopecia.. Reporter was added on 23-mar-2020: follow up 2 and 3 processed together. Social media received. Reporter was added on 23-mar-2020: content from social media received: new reporter was added. Lab data were added. Medical device removal event non-drug treatment notes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.